Manufacturer narrative:
Device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2020-02741, related manufacturer reference number: 2938836-2020-02742. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.